Event description:
Surgeon reported a fracture in the distal component in post-op x-ray. Revision surgery has not been performed to date; no patient injury was reported.

Manufacturer narrative:
Device has not been returned for evaluation. Lot trace demonstrated that the device met all applicable manufacturing specifications.